Event description:
The account's engineer stated the head of the bed was drifting overnight but now he found the head up only raises to about 60 degrees.

Manufacturer narrative:
The account found no signs of external leaks. Technician informed the account that the cylinder shaft seal could have leaked internally and created the drifting issue. Now with the fluid on the other side of the cylinder internally, it could have caused the head section to not rise past 60 degrees. Instructed the account inspect the head cylinder. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.